Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 351 mg/dl. Reportedly, the customer believed the insulin was bad and not working. Bg was treated via manual injections, intravenous saline, and customer was changed from novolog to humalog insulin. Reportedly, the customer left the ER 5 hours later with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.